Event description:
Baxter germany reports incidents of the transfer set clamp not occluding the flow of fluid when in the closed position. Noted during use. The first incident occurred on 10/16/00 as the patient (pt) noticed the excess fluid while removing the minicap from the transfer set. In addition, the pt noted the dialysate was cloudy and pt felt pain during infusion. The pt went to the hospital and received a transfer set change. An effluent culture was collected and the pt was treated with the following antibiotics: claforan 2gm and refobacin 40mg on 10/16/00 and vancomycin 1gm on 10/17/00. The date is unknown for the second incident, and no additional information was provided.